Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. All functions of the device were within specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image from the camera head would temporarily disappear during an endoscopic procedure. Another camera head was used to complete the procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, and the inability to reproduce the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.